Manufacturer narrative:
A photo of the damaged wheel was sent to the manufacturer confirming the damage. However the site elected to not replace the unit as the damage did not affect functionality of the navigation system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, it was identified the front wheel on the navigation system had a crack in it. There was no patient present when this issue was identified.